Event description:
The user reported that the monitor would not power up with the power cord. The monitor would only power up on battery mode. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the patient as a result of this event.